Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision due to instability. Date of implant: unknown. Date of revision: (B)(6) 2022. (Right knee). Revision of depuy tibial insert. On 26 apr 2022, the patient is noted to have a history of a right total knee replacement in (B)(6) 2017. The patient reports having swelling. A bone scan, which showed uptake concerning for tibial loosening. There was an aspiration, which came back negative for infection. On (B)(6) 2022, the patient had a revision right total knee arthroplasty to address global instability, overgrowth of bone at the level of the rotating platform knee, preventing rotation of the tibial insert, small defect in the superior edge of the polyethylene at the patellar button, but the patella was retained. The indications for surgery included the patient¿s report of increasing pain and discomfort. Radiographs reported to show significant hypertrophic bone around the tibial component, and evidence of potential loosening on the tibial component. During the procedure, the surgeon reported finding that all components were well fixed (no loosening of tibial tray). Only insert was revised.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The investigation could not draw any conclusions about the reported event. All available x rays were reviewed. Based on the x rays evidence provided, complaint cannot be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.